Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device shut down on a patient without an alarm, the device did not switch to battery mode and the user was unable to switch the device on again. There was no patient harm.

Manufacturer narrative:
Resolution and disposition: the power management board and the battery were replaced to address the finding. Patient information was requested and the customer refused, reporting the information is confidential.